Event description:
It was reported that, during a transanal total mesorectal excision (tatme), the blade broke when the nurse cleaned the blade. The issue occurred after the device was used for 4 hours. There is a possibility that the device touched the hard things. No pieces fell into the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent the lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Manufacturer narrative:
Pc-(B)(4). Date sent: 7/19/2022 additional information was requested and the following was obtained: qty to be returned: 1 => 0 an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.